Manufacturer narrative:
Additional information was received on 11/14/2016 that the customer had not experienced any issues charging since original reported event on (B)(6) 2016. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It as reported that the customer was having difficulty charging the pump despite the attempt of multiple power sources. There was no impact to the customer's blood glucose level.